Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator does not charge the battery. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and fse. The customer confirmed that the battery has been plugged into alternate current (ac) for weeks and the battery has not charged. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported the device issue was found during installation. There was no patient or user harm reported. There was no delay to patient therapy reported as there were other ventilators to use. The philips international field service engineer (fse) replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The replaced part has not been received by the manufacturer for internal analysis; therefore, the root cause at the component level can not be determined at this time. A supplemental report will be submitted if parts are received, and a root cause analysis at the component level will be performed.